Manufacturer narrative:
(B)(4). Additional information requested and received: please find the comments from distributor for your additional info request: just for clarification, when the stapler did not cut completely and the load did not close all of the staples, did the device partially fire (device started to deploy staples and cut but could not be completed)? Yes. If yes, were the staples that were not closed delivered into tissue? The staples that were not closed were released in the tissue. If not, please provide further detail of the event.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information: bariatric kit xbb44b lot # m4j226-certification date-9/16/2015: the device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: just for clarification, when the stapler did not cut completely and the load did not close all of the staples, did the device partially fire (device started to deploy staples and cut but could not be completed)? If yes, were the staples that were not closed delivered into tissue? If not, please provide further detail of the event.

Event description:
It was reported that during a bariatric procedure, the stapler of the kit did not cut completely and the load did not close all the staples. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # m54x5a the analysis results found that the 6r45b reload was received with no apparent damage and fully fired. No functional test was performed. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # m53d7c. Corrected data: evaluation summary. Expiration date: 3/16/2020. Manufacture date: 4/16/2015. The analysis results found that the ats45 device was returned with no apparent damage and with no reload present on the device. A 6r45b reload was received with no apparent damage and fully fired. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.